Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was repositioned and a capsular tension ring was placed approximately 3 months post-implant due to lens vault. During the original procedure, there was an anterior capsular tear and zonular weakness. Allegedly, the patient noticed a decrease in vision. In the surgeon's opinion, the likely cause of the event was "inferior haptic vaulted forward and the superior haptic tilted back." The lens is scheduled for exchange approximately 5 months post-implant.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the optic has been cut or torn in half. Both haptic plates with the haptic arms have been torn off and are missing. The cause of the damage cannot be determined. Functional and dimensional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the exact root cause of the event could not be conclusively determined. However, it is possible that the "anterior capsular tear/zonular weakness" from the original procedure may have caused the lens to vault posteriorly.